Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during meniscus surgery the second implant broke during suturing. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6)2021 further information were provided that something broke off inside the patient but the surgeon was able to retrieve the part out of the patient. Update (B)(6) 2021: the second implant could not be deployed after the first went successfully in and then the customer used a new device to finish the procedure successfully.